Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information/cec adjudication minutes were received for the (B)(4) study indicated that during the index procedure the patient had a peri-procedural pci. This is a (B)(6) male patient with a history of hypertension, lvef 40-50%, copd, mild renal insufficiency and former smoking who presented with braunwald class iii angina, a positive functional ischemia study and a 95% stenosis with timi 3 flow in the mid rca. The patient was enrolled in the cypress study. The patient underwent the index procedure with placement of one study stent in the mid right coronary artery (rca). The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The ECG core lab reported new, intermittent isolated ventricular premature depolarizations, no new st-t abnormalities and no q waves. Pre-procedure on (B)(6) 2010 at 23:10, the ck was 47 (nl 290, ratio <1), the ckmb was 2.2 (nl 8.0, ratio <1), and the troponin I was 0.08 (nl 0.10, ratio <1). Post-procedure on (B)(6) 2010 at 17:55, the ck was 58 (ratio <1), the ckmb was 6.3 (ratio <1) and the troponin I was 0.4 (ratio 4.0). On (B)(6) 2010 at 06:50, the ck was 120 (ratio <1), the ckmb was 15 (ratio 1.875), and the troponin I was 1.3 (ratio 13.0). This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The patient had elevated blood pressure which was treated by increasing his lisinopril with better control. Otherwise the post-procedure course was uncomplicated and the patient was discharged the day after the procedure on dual antiplatelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15092603 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
Additional information/cec adjudication minutes were received for the (B)(6) study indicated that during the index procedure the patient had a peri-procedural pci. The cec adjudication minutes were reviewed. The committee disagreed with the codes of mi (protocol definition) and stent thrombosis (both protocol and arc definitions). The committee agreed with the code of arc (peri-procedural pci). This event has not been previously captured. The file will be updated with the addition of a code for myocardial infarction/mi and processed accordingly. The adjudication minutes noted: the patient with a history of hypertension, lvef 40-50%, copd, mild renal insufficiency and former smoking who presented with braunwald class iii angina, (B)(6) study and a 95% stenosis with timi 3 flow in the mid rca. The patient was enrolled in the (B)(6) study. The patient underwent the index procedure with placement of one study stent in the mid right coronary artery (rca). The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The ECG core lab reported new, intermittent isolated ventricular premature depolarizations, no new st-t abnormalities and no q waves. The patient had elevated blood pressure which was treated by increasing his lisinopril with better control. Otherwise the post-procedure course was uncomplicated and the patient was discharged the day after the procedure on dual antiplatelet therapy.